Event description:
The customer reported a administration set that had a roller clamp that does not close and allowed fluid to flow. Patient injury and medical intervention were not reported for this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. However, a batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted.